Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced loss of stimulation and was increasingly charging the ipg. The patient underwent an ipg replacement procedure.

Event description:
It was reported that patient experienced loss of stimulation and was increasingly charging the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was discarded by the facility.